Manufacturer narrative:
The device was returned to smiths medical. Under visual inspection we noticed that pilot balloon was detached from inflation line. No lot number provided for DHR.

Event description:
It was reported that during the use of the product, the pilot balloon was found torn off. No patient injury was reported.